Event description:
It was reported that a presyncopal patient was seen in the hospital and no lead anomalies were observed. It was noted that the patient had fallen the previous day. Upon follow-up on (B)(6) 2014, the ventricular lead exhibited oversensing and loss of capture. The lead was capped and replaced on (B)(6) 2014.

Event description:
New information indicated the lead exhibited low impedance and insulation anomaly.

Manufacturer narrative:
(B)(4).